Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure on (B)(6) 2018, low impedance was noted on the right ventricular lead. The capture and sensing was stable. The physician decided to cap and replace the lead. The patient was stable before, during and after the procedure.